Event description:
Complainant alleged that the staff was attempting to monitor a female pt (age unknown) in a code situation, but the ECG heart rhythm would not display on the device screen. The complainant indicated that the staff was able to obtain another device to monitor the pt. There was no adverse effect on the pt as a result of the reported malfunction.